Event description:
Subsequently, boston scientific crm received information tht the patient was presented to the electrophysiology (ep) laboratory and the rv lead was repositioned.

Manufacturer narrative:
There were no adverse events reported.

Event description:
Boston scientific crm received information that both implantable transvenous right atrial (ra) and right ventricular (rv) leads had dislodged. The local representative suspected that the patient has twiddler's syndrome. The device has migrated from the original pocket site and the physician is planning to revise the pocket and reposition both implanted leads.